Event description:
Information received regarding the explanted device notes that post implant, the pacemaker system tested normal. Later the same day, the patient developed pocket stimulation. The stimulation stopped when the device was programmed to vvi mode. The physician suspected an insulation break.